Manufacturer narrative:
Evaluation summary: result- based on evaluation of the device and electronic history record, no conclusion can be made. This error can be caused by either a problem with the defibrillation electrodes, external to the device, or with the incorrect placement of electrodes on a patient. The electrodes were not available for evaluation. No problems were found with the device.

Event description:
It was reported that a device was indicating that service was required and that the service required message did not occur during patient use. Upon return of the device, the device's electronic history record was reviewed. The record indicated that for an unrelated use in 2005, service code message was reported when the device was powered off. The patient outcome is unknown.